Event description:
It was reported that label is missing with a bd¿ needle 21x2 rb. The following information was provided by the initial reporter: it was reported the master carton label is missing.

Manufacturer narrative:
H.6. Investigation: the photos provided by the customer were not able to be opened by bd, therefore sample analysis could not be performed and the condition reported by the customer could not be confirmed. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. A device history record (DHR) review was not performed on the batch associated with this investigation as the batch number is not known.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that label is missing with a bd¿ needle 21x2 rb. The following information was provided by the initial reporter: it was reported the master carton label is missing.